Event description:
The following information was provided: patient's poly insert revised due to infection in the knee. No other information available due to hospital policy. Right knee.

Manufacturer narrative:
The following devices were also listed in this report: triathlon cr fem comp # (B)(4) cat # 5510f602; lot # yly3y, triathlon symmetric x3 patella; cat # 5550-g-319-e; lot # lwtw, tri ts baseplate size 6; cat # 5521-b-600; lot # rvg9ua. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There has been similar event(s) for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.